Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / tons of pain / woke up with a lot of pressure in crotch area"), genital haemorrhage ("heavy bleeding / blood clots/bleed all the time") and allergy to metals ("allergic reactions associated with a nickel allergy /too much nickel in body especially since nickel will normally turn things green") in a 31-year-old female patient who had essure (batch no. 968712(invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included postpartum depression (she was being treated for this condition. Chief complaint: 6 weeks postpartum on (B)(6) 2012.) On (B)(6) 2012, attention deficit/hyperactivity disorder on (B)(6) 2012, depressive disorder on (B)(6) 2012, mononucleosis on (B)(6) 2012, pneumonia on (B)(6) 2012, rocky mountain spotted fever on (B)(6) 2012, sexually transmitted disease on (B)(6) 2012, knee operation on (B)(6) 2012, alcohol use on (B)(6) 2012, excessive exercise (amount of exercise (4 or more times weekly);) on (B)(6) 2012, sexually transmitted disease (history of std; multiple sexual) on (B)(6) 2012, depressed mood on (B)(6) 2012, feeling sad (the symptoms have been present for 2 weeks and are described as moderate in severity.) On (B)(6) 2012, tired all the time on (B)(6) 2012, depressed mood (the symptoms have been present for 2 weeks and are described as moderate in severity.) On (B)(6) 2012, tearfulness (the symptoms have been present for 2 weeks and are described as moderate in severity.) On (B)(6) 2012, penicillin allergy on (B)(6) 2012 and multi gravida. She denies a recent life crisis. It was reported that partners; no history of abuse; single; uses seat belts. Previously administered products included for an unreported indication: prenatal vitamins on (B)(6) 2012 and prozac on (B)(6) 2012. Concurrent conditions included parity 3 (total number of pregnancies: 3. Total number of live births: 3. Date of births: (B)(6) 2005, (B)(6) 2010, (B)(6) 2012. Predisposing factors include: birth of a child 1 month ago.) And body mass index normal. Family history included arthritis (grandmother ( maternal), grandmother ( paternal)) on (B)(6) 2012, cancer (grandmother ( maternal) grandmother ( paternal)) on (B)(6) 2012, depressive disorder (aunt!, father!) On (B)(6) 2012, essential hypertension (aunt, grandfather ( maternal), grandmother ( maternal), mother, uncle) on (B)(6) 2012, kidney calculus (father, sister) on (B)(6) 2012 and kidney infection (father, sister) on (B)(6) 2012. Concomitant products included obetrol (adderall) since 2006 for adhd. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, 1 year 3 months after insertion of essure, the patient experienced mood swings ("hormonal changes-mood swings"). In (B)(6) 2012, the patient experienced the first episode of weight increased ("weight gain/loss (specify which one) : gain"). In (B)(6) 2013, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2013, the patient experienced headache ("migraines / headaches"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) menorrhagia coded elsewhere"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced menorrhagia ("menorrhagia"). In 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), allergy to metals (seriousness criteria medically significant and intervention required) and menstruation irregular ("irregular periods"). On (B)(6) 2013, the patient experienced the second episode of weight increased ("weight gain"). On an unknown date, the patient experienced feeling jittery ("flutter"), abdominal pain lower ("lower right abdomen (ovary area) and pelvic pain (constant, severe)"), ovarian cyst ("cysts on her ovaries"), the first episode of depression ("depression"), hypersensitivity ("allergic reactions"), obesity ("morbidly obese"), gallbladder disorder ("gallbladder"), feeling abnormal ("went through hell"), hypertension ("high bp"), peripheral swelling ("fingers are so swollen"), skin discomfort ("don¿t feel comfortable in her own skin"), emotional disorder ("emotional"), rectal discharge ("weird noise while peeing and then mucous plug type discharge followed by tons of faint yellow clear mucous"), bladder discomfort ("tighten up bladder while they are in there"), weight decreased ("down 6 lbs/loosing weight"), malaise ("so sick"), the second episode of depression ("more depressed"), decreased appetite ("appetite smelly and green"), abdominal distension ("bloating"), hypoaesthesia ("arms, hands, legs and feet all go numb"), gingival bleeding ("gums will just start bleeding") and adnexa uteri pain ("ovary area pain"). The patient was treated with antidepressants, surgery (underwent hysterectomy (full) and , bilateral salpingectomy), surgery (pelvic surgery), surgery (hysterectomy (full) and , salpingectomy (bilateral of fallopian tubes was performed on (B)(6) 2014) and surgery (gallbladder removal on (B)(6) 2016). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, migraine, dysmenorrhoea and headache had resolved, the allergy to metals was resolving, the feeling jittery, menstruation irregular, the last episode of weight increased, mood swings, vaginal haemorrhage, vaginal discharge, abdominal pain lower, hypersensitivity, obesity, gallbladder disorder, feeling abnormal, hypertension, peripheral swelling, skin discomfort, emotional disorder, rectal discharge, bladder discomfort, weight decreased, malaise, the last episode of depression, decreased appetite, abdominal distension, hypoaesthesia, gingival bleeding, adnexa uteri pain and menorrhagia outcome was unknown and the ovarian cyst had not resolved. The reporter considered abdominal distension, abdominal pain lower, adnexa uteri pain, allergy to metals, bladder discomfort, decreased appetite, dysmenorrhoea, emotional disorder, feeling abnormal, feeling jittery, gallbladder disorder, genital haemorrhage, gingival bleeding, headache, hypersensitivity, hypertension, hypoaesthesia, malaise, menorrhagia, menstruation irregular, migraine, mood swings, obesity, ovarian cyst, pelvic pain, peripheral swelling, rectal discharge, skin discomfort, vaginal discharge, vaginal haemorrhage, weight decreased, the first episode of depression, the first episode of weight increased, the second episode of depression and the second episode of weight increased to be related to essure. The reporter commented: she took metal poisoning supplements and gastric sleeve diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. Blood pressure diastolic - on (B)(6) 2013: 88 mmhg. Hysterosalpingogram - on (B)(6) 2012: normal endometrial cavity. Approximate weight at the time of essure placement: 209 lbs. On (B)(6) 2012, she had essure confirmation test, hysterosalpingogram (hsg),and result was total bilateral occlusion provided on (B)(6) 2012. It was reported that healthcare provider tell that full blockage. It was reported that reproductive history: age menarche- 13. On (B)(6) 2012, urine pregnancy test; a urine pregnancy test was performed today and the result was negative. On (B)(6) 2012 chief complaint of annual gyn exam, annual pap smear. It was reported that robotic hysterectomy with bilateral salpingectomies was performed and result was found that a boggy uterus with prolapse to the introitus with gentle traction. Grossly normal ovaries. Concerning the injuries reported in this case, the following one/ ones were described in patient¿s medical records: weight increased, hypertension, peripheral swelling, skin discomfort, feeling jittery, emotional disorder, genital haemorrhage, pelvic pain, rectal discharge, bladder disorder, weight decreased, malaise, depression, decreased appetite, abdominal distension, allergy to metals, hypoaesthesia and gingival bleeding. Most recent follow-up information incorporated above includes: on 10-aug-2018: update of information (batch is invalid). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / tons of pain / woke up with a lot of pressure in crotch area'), allergy to metals ('allergic reactions associated with a nickel allergy /too much nickel in body especially since nickel will normally turn things green') and genital haemorrhage ('heavy bleeding / blood clots/bleed all the time') in a 31-year-old female patient who had essure (batch no. 968712(invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included penicillin allergy on (B)(6) 2012, postpartum depression (she was being treated for this condition. Chief complaint: 6 weeks postpartum on (B)(6) 2012.) On (B)(6) 2012, attention deficit/hyperactivity disorder on (B)(6) 2012, depressive disorder on (B)(6) 2012, mononucleosis on (B)(6) 2012, pneumonia on (B)(6) 2012, rocky mountain spotted fever on (B)(6) 2012, sexually transmitted disease on (B)(6) 2012, knee operation on (B)(6) 2012, alcohol use on (B)(6) 2012, excessive exercise (amount of exercise (4 or more times weekly);) on (B)(6) 2012, sexually transmitted disease (history of std; multiple sexual) on (B)(6) 2012, depressed mood on (B)(6) 2012, feeling sad (the symptoms have been present for 2 weeks and are described as moderate in severity.) On (B)(6) 2012, tired all the time on (B)(6) 2012, depressed mood (the symptoms have been present for 2 weeks and are described as moderate in severity.) On (B)(6) 2012, tearfulness (the symptoms have been present for 2 weeks and are described as moderate in severity.) On (B)(6) 2012, multi gravida, morbid obesity and gallbladder removal. She denies a recent life crisis. It was reported that partners; no history of abuse; single; uses seat belts. Previously administered products included for an unreported indication: prenatal vitamins and prozac. Concurrent conditions included parity 3 (total number of pregnancies: 3 total number of live births: 3 date of births: (B)(6) 2005, (B)(6) 2010, (B)(6) 2012 predisposing factors include: birth of a child 1 month ago.) And body mass index normal. Family history included arthritis (grandmother ( maternal), grandmother ( paternal)), cancer (grandmother ( maternal) grandmother ( paternal)), depressive disorder (aunt!, father!), essential hypertension (aunt, grandfather ( maternal), grandmother ( maternal), mother, uncle), kidney calculus (father, sister) and kidney infection (father, sister). Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since 2006 for adhd. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced mood swings ("hormonal changes-mood swings"), 1 year 3 months after insertion of essure. In (B)(6) 2012, the patient was found to have the first episode of weight increased ("weight gain/loss (specfy which one) : gain"). In (B)(6) 2013, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2013, the patient experienced headache ("migraines / headaches"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) menorrhagia coded elsewhere"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced menorrhagia ("menorrhagia/ heavy bleeding"). In 2013, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and menstruation irregular ("irregular periods"). On (B)(6) 2013, the patient was found to have the second episode of weight increased ("weight gain"). On an unknown date, the patient experienced feeling jittery ("flutter"), abdominal pain lower ("lower right abdomen (ovary area) and pelvic pain (constant, severe)"), ovarian cyst ("cysts on her ovaries"), depression ("depression"), hypersensitivity ("allergic reactions"), obesity ("morbidly obese"), gallbladder disorder ("gallbladder"), feeling abnormal ("went through hell"), hypertension ("high bp"), peripheral swelling ("fingers are so swollen"), skin discomfort ("don¿t feel comfortable in her own skin"), emotional disorder ("emotional"), rectal discharge ("weird noise while peeing and then mucous plug type discharge followed by tons of faint yellow clear mucous"), bladder discomfort ("tighten up bladder while they are in there"), malaise ("so sick"), depression aggravated ("more depressed"), decreased appetite ("appetite smelly and green"), abdominal distension ("bloating"), hypoaesthesia ("arms, hands, legs and feet all go numb"), gingival bleeding ("gums will just start bleeding"), adnexa uteri pain ("ovary area pain") and groin pain ("groin pain") and was found to have weight decreased ("down 6 lbs/loosing weight"). The patient was treated with antidepressants and surgery (gallblader removal on (B)(6) 2016, hysterectomy (full) and , salpingectomy (bilateral of fallopian tubes was performed on (B)(6) 2014, pelvic surgery and underwent hysterectomy (full) and , bilateral salpingectomy). Essure was removed on (B)(6) 2014. In 2017, the depression was resolving. At the time of the report, the pelvic pain, genital haemorrhage, migraine, dysmenorrhoea and headache had resolved, the allergy to metals and hypersensitivity was resolving, the feeling jittery, menstruation irregular, the last episode of weight increased, mood swings, vaginal haemorrhage, vaginal discharge, abdominal pain lower, obesity, gallbladder disorder, feeling abnormal, hypertension, peripheral swelling, skin discomfort, emotional disorder, rectal discharge, bladder discomfort, weight decreased, malaise, depression aggravated, decreased appetite, abdominal distension, hypoaesthesia, gingival bleeding, adnexa uteri pain, menorrhagia and groin pain outcome was unknown and the ovarian cyst had not resolved. The reporter considered abdominal distension, abdominal pain lower, adnexa uteri pain, allergy to metals, bladder discomfort, decreased appetite, depression, dysmenorrhoea, emotional disorder, feeling abnormal, feeling jittery, gallbladder disorder, genital haemorrhage, gingival bleeding, groin pain, headache, hypersensitivity, hypertension, hypoaesthesia, malaise, menorrhagia, menstruation irregular, migraine, mood swings, obesity, ovarian cyst, pelvic pain, peripheral swelling, rectal discharge, skin discomfort, vaginal discharge, vaginal haemorrhage, weight decreased, the first episode of weight increased, depression aggravated and the second episode of weight increased to be related to essure. The reporter commented: she took metal poisoning supplements and gastric sleeve. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. Blood pressure diastolic (mmhg) - on (B)(6) 2013: 88 mmhg. Hysterosalpingogram - on (B)(6) 2012: results: normal endometrial cavity. Approximate weight at the time of essure placement: 209 lbs. On (B)(6) 2012, she had essure confirmation test, hysterosalpingogram (hsg),and result was total bilateral occlusion provided on (B)(6) 2012. It was reported that healthcare provider tell that full blockage. It was reported that reproductive history: age menarche- 13. On (B)(6) 2012, urine pregnancy test; a urine pregnancy test was performed today and the result was negative. On (B)(6) 2012 chief complaint of annual gyn exam, annual pap smear. It was reported that robotic hysterectomy with bilateral salpingectomies was performed and result was found that a boggy uterus with prolapse to the introitus with gentle traction. Grossly normal ovaries. Concerning the injuries reported in this case, the following one/ ones were described in patient¿s medical records: weight increased, hypertension, peripheral swelling, skin discomfort, feeling jittery, emotional disorder, genital haemorrhage, pelvic pain, rectal discharge, bladder disorder, weight decreased, malaise, depression, decreased appetite, abdominal distension, allergy to metals, hypoaesthesia and gingival bleeding. Most recent follow-up information incorporated above includes: on 20-mar-2020: content from plaintiff fact sheet received. Event groin pain was added. Reporter information updated. On 20-mar-2020: social media recived- repoter infomation was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / tons of pain / woke up with a lot of pressure in crotch area') and allergy to metals ('allergic reactions associated with a nickel allergy /too much nickel in body especially since nickel will normally turn things green') in a 31-year-old female patient who had essure (batch no. 968712(not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included penicillin allergy on (B)(6) 2012, postpartum depression (she was being treated for this condition. Chief complaint: 6 weeks postpartum on (B)(6) 2012.) On (B)(6) 2012, attention deficit/hyperactivity disorder on (B)(6) 2012, depressive disorder on (B)(6) 2012, mononucleosis on (B)(6) 2012, pneumonia on (B)(6) 2012, rocky mountain spotted fever on (B)(6) 2012, sexually transmitted disease on (B)(6) 2012, knee operation on (B)(6) 2012, alcohol use on (B)(6) 2012, excessive exercise (amount of exercise (4 or more times weekly);) on (B)(6) 2012, sexually transmitted disease (history of std; multiple sexual) on (B)(6) 2012, depressed mood on (B)(6) 2012, feeling sad (the symptoms have been present for 2 weeks and are described as moderate in severity.) On (B)(6) 2012, tired all the time on (B)(6) 2012, depressed mood (the symptoms have been present for 2 weeks and are described as moderate in severity.) On (B)(6) 2012, tearfulness (the symptoms have been present for 2 weeks and are described as moderate in severity.) On (B)(6) 2012, multi gravida, morbid obesity and gallbladder removal. She denies a recent life crisis. It was reported that partners; no history of abuse; single; uses seat belts. Previously administered products included for an unreported indication: prenatal vitamins and prozac. Concurrent conditions included parity 3 (total number of pregnancies: 3 total number of live births: 3. Date of births: (B)(6) 2005, (B)(6) 2010, (B)(6) 2012. Predisposing factors include: birth of a child 1 month ago.) And body mass index normal. Family history included arthritis (grandmother ( maternal), grandmother ( paternal), cancer (grandmother ( maternal) grandmother ( paternal), depressive disorder (aunt!, father!), essential hypertension (aunt, grandfather ( maternal), grandmother ( maternal), mother, uncle), kidney calculus (father, sister) and kidney infection (father, sister). Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since 2006 for adhd. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced mood swings ("hormonal changes-mood swings"), 1 year 3 months after insertion of essure. In (B)(6) 2012, the patient was found to have the first episode of weight increased ("weight gain/loss (specify which one) : gain"). In (B)(6) 2013, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2013, the patient experienced headache ("migraines / headaches"). In february 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced vaginal hemorrhage ("abnormal bleeding (vaginal, menorrhagia) menorrhagia coded elsewhere"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced menorrhagia ("menorrhagia/ heavy bleeding"). In 2013, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding / blood clots/bleed all the time") and menstruation irregular ("irregular periods"). On (B)(6) 2013, the patient was found to have the second episode of weight increased ("weight gain"). On an unknown date, the patient experienced feeling jittery ("flutter"), abdominal pain lower ("lower right abdomen (ovary area) and pelvic pain (constant, severe)"), ovarian cyst ("cysts on her ovaries"), depression ("depression"), hypersensitivity ("allergic reactions"), obesity ("morbidly obese"), gallbladder disorder ("gallbladder"), feeling abnormal ("went through hell"), hypertension ("high bp"), peripheral swelling ("fingers are so swollen"), skin discomfort ("don¿t feel comfortable in her own skin"), emotional disorder ("emotional"), rectal discharge ("weird noise while peeing and then mucous plug type discharge followed by tons of faint yellow clear mucous"), bladder discomfort ("tighten up bladder while they are in there"), malaise ("so sick"), depression aggravated ("more depressed"), decreased appetite ("appetite smelly and green"), abdominal distension ("bloating"), hypoaesthesia ("arms, hands, legs and feet all go numb"), gingival bleeding ("gums will just start bleeding"), adnexa uteri pain ("ovary area pain") and groin pain ("groin pain") and was found to have weight decreased ("down 6 lbs/loosing weight"). The patient was treated with antidepressants and surgery (gallblader removal on (B)(6) 2016, hysterectomy (full) and , salpingectomy (bilateral of fallopian tubes was performed on (B)(6) 2014, pelvic surgery and underwent hysterectomy (full) and , bilateral salpingectomy). Essure was removed on (B)(6) 2014. In 2017, the depression was resolving. At the time of the report, the pelvic pain, genital hemorrhage, migraine, dysmenorrhoea and headache had resolved, the allergy to metals and hypersensitivity was resolving, the feeling jittery, menstruation irregular, the last episode of weight increased, mood swings, vaginal hemorrhage, vaginal discharge, abdominal pain lower, obesity, gallbladder disorder, feeling abnormal, hypertension, peripheral swelling, skin discomfort, emotional disorder, rectal discharge, bladder discomfort, weight decreased, malaise, depression aggravated, decreased appetite, abdominal distension, hypoaesthesia, gingival bleeding, adnexa uteri pain, menorrhagia and groin pain outcome was unknown and the ovarian cyst had not resolved. The reporter considered abdominal distension, abdominal pain lower, adnexa uteri pain, allergy to metals, bladder discomfort, decreased appetite, depression, dysmenorrhoea, emotional disorder, feeling abnormal, feeling jittery, gallbladder disorder, genital hemorrhage, gingival bleeding, groin pain, headache, hypersensitivity, hypertension, hypoaesthesia, malaise, menorrhagia, menstruation irregular, migraine, mood swings, obesity, ovarian cyst, pelvic pain, peripheral swelling, rectal discharge, skin discomfort, vaginal discharge, vaginal hemorrhage, weight decreased, the first episode of weight increased, depression aggravated and the second episode of weight increased to be related to essure. The reporter commented: she took metal poisoning supplements and gastric sleeve. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. Blood pressure diastolic (mmhg) - on (B)(6) 2013: 88 mmhg. Hysterosalpingogram - on (B)(6) 2012: results: normal endometrial cavity. Approximate weight at the time of essure placement: 209 lbs. On (B)(6) 2012, she had essure confirmation test, hysterosalpingogram (hsg),and result was total bilateral occlusion provided on (B)(6) 2012. It was reported that healthcare provider tell that full blockage. It was reported that reproductive history: age menarche- 13. On (B)(6) 2012, urine pregnancy test; a urine pregnancy test was performed today and the result was negative. On (B)(6) 2012 chief complaint of annual gyn exam, annual pap smear. It was reported that robotic hysterectomy with bilateral salpingectomies was performed and result was found that a boggy uterus with prolapse to the introitus with gentle traction. Grossly normal ovaries. Concerning the injuries reported in this case, the following one/ ones were described in patient¿s medical records: weight increased, hypertension, peripheral swelling, skin discomfort, feeling jittery, emotional disorder, genital hemorrhage, pelvic pain, rectal discharge, bladder disorder, weight decreased, malaise, depression, decreased appetite, abdominal distension, allergy to metals, hypoaesthesia and gingival bleeding. The lot number reported (968712) is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 13-oct-2016. The report refers to a female patient of unspecified age who on (B)(6) 2012 had essure (fallopian tube occlusion insert) coils inserted for birth control. In 2013, plaintiff began to experience symptoms that included, but were not limited to, heavy bleeding, irregular periods, blood clots, headaches, weight gain, mood swings, and allergic reactions associated with nickel allergy. In or around (B)(6) 2014, it was determined that plaintiff required surgical intervention to address her complications. At that time, plaintiff underwent a pelvic surgery to try and alleviate the symptoms. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced heavy bleeding with blood clots (seen as genital bleeding) and allergic reactions associated with a nickel allergy. These both events are anticipated in the reference safety information for essure. Changes in bleeding pattern, including unscheduled and heavy bleedings, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this particular case, the event occurred after device insertion; therefore, a causal relationship with essure cannot be excluded. This case was regarded as incident, since intervention was required (unspecified pelvic surgery). Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / tons of pain / woke up with a lot of pressure in crotch area') and allergy to metals ('allergic reactions associated with a nickel allergy /too much nickel in body especially since nickel will normally turn things green') in a 31-year-old female patient who had essure (batch no. 968712(not valid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included penicillin allergy on (B)(6) 2012, postpartum depression (she was being treated for this condition. Chief complaint: 6 weeks postpartum on (B)(6) 2012.) On (B)(6) 2012, attention deficit/hyperactivity disorder on (B)(6) 2012, depressive disorder on (B)(6) 2012, mononucleosis on (B)(6) 2012, pneumonia on (B)(6) 2012, rocky mountain spotted fever on (B)(6) 2012, sexually transmitted disease on (B)(6) 2012, knee operation on (B)(6) 2012, alcohol use on (B)(6) 2012, excessive exercise (amount of exercise (4 or more times weekly);) on (B)(6) 2012, sexually transmitted disease (history of std; multiple sexual) on (B)(6) 2012, depressed mood on (B)(6) 2012, feeling sad (the symptoms have been present for 2 weeks and are described as moderate in severity.) On (B)(6) 2012, tired all the time on (B)(6) 2012, depressed mood (the symptoms have been present for 2 weeks and are described as moderate in severity.) On (B)(6) 2012, tearfulness (the symptoms have been present for 2 weeks and are described as moderate in severity.) On (B)(6) 2012, multi gravida, morbid obesity and gallbladder removal. She denies a recent life crisis. It was reported that partners; no history of abuse; single; uses seat belts. Previously administered products included for an unreported indication: prenatal vitamins and prozac. Concurrent conditions included parity 3 (total number of pregnancies: 3. Total number of live births: 3. Date of births: (B)(6) 2005, (B)(6) 2010, (B)(6) 2012 predisposing factors include: birth of a child 1 month ago.) And body mass index normal. Family history included arthritis (grandmother ( maternal), grandmother ( paternal)), cancer (grandmother ( maternal) grandmother ( paternal)), depressive disorder (aunt!, father!), essential hypertension (aunt, grandfather ( maternal), grandmother ( maternal), mother, uncle), kidney calculus (father, sister) and kidney infection (father, sister). Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since 2006 for adhd. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced mood swings ("hormonal changes-mood swings"), 1 year 3 months after insertion of essure. In (B)(6) 2012, the patient was found to have the first episode of weight increased ("weight gain/loss (specfy which one) : gain"). In (B)(6) 2013, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2013, the patient experienced headache ("migraines / headaches"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) menorrhagia coded elsewhere"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced heavy menstrual bleeding ("menorrhagia/ heavy bleeding"). In 2013, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding / blood clots/bleed all the time") and menstruation irregular ("irregular periods"). On (B)(6) 2013, the patient was found to have the second episode of weight increased ("weight gain"). On an unknown date, the patient experienced feeling jittery ("flutter"), abdominal pain lower ("lower right abdomen (ovary area) and pelvic pain (constant, severe)"), ovarian cyst ("cysts on her ovaries"), depression ("depression"), hypersensitivity ("allergic reactions"), obesity ("morbidly obese"), gallbladder disorder ("gallbladder"), feeling abnormal ("went through hell"), hypertension ("high bp"), peripheral swelling ("fingers are so swollen"), skin discomfort ("don¿t feel comfortable in her own skin"), emotional disorder ("emotional"), rectal discharge ("weird noise while peeing and then mucous plug type discharge followed by tons of faint yellow clear mucous"), bladder discomfort ("tighten up bladder while they are in there"), illness ("so sick"), depression aggravated ("more depressed"), decreased appetite ("appetite smelly and green"), abdominal distension ("bloating"), hypoaesthesia ("arms, hands, legs and feet all go numb"), gingival bleeding ("gums will just start bleeding"), adnexa uteri pain ("ovary area pain") and groin pain ("groin pain") and was found to have weight decreased ("down 6 lbs/loosing weight"). The patient was treated with antidepressants and surgery (gallblader removal on (B)(6) 2016, hysterectomy (full) and , salpingectomy (bilateral of fallopian tubes was performed on (B)(6) 2014, pelvic surgery and underwent hysterectomy (full) and , bilateral salpingectomy). Essure was removed on (B)(6) 2014. In 2017, the depression was resolving. At the time of the report, the pelvic pain, genital haemorrhage, migraine, dysmenorrhoea and headache had resolved, the allergy to metals and hypersensitivity was resolving, the feeling jittery, menstruation irregular, the last episode of weight increased, mood swings, vaginal haemorrhage, vaginal discharge, abdominal pain lower, obesity, gallbladder disorder, feeling abnormal, hypertension, peripheral swelling, skin discomfort, emotional disorder, rectal discharge, bladder discomfort, weight decreased, illness, depression aggravated, decreased appetite, abdominal distension, hypoaesthesia, gingival bleeding, adnexa uteri pain, heavy menstrual bleeding and groin pain outcome was unknown and the ovarian cyst had not resolved. The reporter considered abdominal distension, abdominal pain lower, adnexa uteri pain, allergy to metals, bladder discomfort, decreased appetite, depression, dysmenorrhoea, emotional disorder, feeling abnormal, feeling jittery, gallbladder disorder, genital haemorrhage, gingival bleeding, groin pain, headache, heavy menstrual bleeding, hypersensitivity, hypertension, hypoaesthesia, illness, menstruation irregular, migraine, mood swings, obesity, ovarian cyst, pelvic pain, peripheral swelling, rectal discharge, skin discomfort, vaginal discharge, vaginal haemorrhage, weight decreased, the first episode of weight increased, depression aggravated and the second episode of weight increased to be related to essure. The reporter commented: she took metal poisoning supplements and gastric sleeve diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. Blood pressure diastolic (mmhg) on (B)(6) 2013: 88 mmhg. Hysterosalpingogram on (B)(6) 2012: results: normal endometrial cavity. Approximate weight at the time of essure placement: 209 lbs. On (B)(6) 2012, she had essure confirmation test, hysterosalpingogram (hsg),and result was total bilateral occlusion provided on (B)(6) 2012. It was reported that healthcare provider tell that full blockage. It was reported that reproductive history: age menarche 13. On (B)(6) 2012, urine pregnancy test; a urine pregnancy test was performed today and the result was negative. On (B)(6) 2012 chief complaint of annual gyn exam, annual pap smear. It was reported that robotic hysterectomy with bilateral salpingectomies was performed and result was found that a boggy uterus with prolapse to the introitus with gentle traction. Grossly normal ovaries. Concerning the injuries reported in this case, the following one/ ones were described in patient¿s medical records: weight increased, hypertension, peripheral swelling, skin discomfort, feeling jittery, emotional disorder, genital haemorrhage, pelvic pain, rectal discharge, bladder disorder, weight decreased, malaise, depression, decreased appetite, abdominal distension, allergy to metals, hypoaesthesia and gingival bleeding. The lot number reported (968712) is invalid quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: no new information was received, then mention the update of both imdrf/FDA codes as the only change. Mr received: reporter was added, no new clinically significant information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect of device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved ii the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2016: quality-safety evaluation of product technical complaint (ptc). Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced heavy bleeding with blood clots (seen as genital bleeding) and allergic reactions associated with a nickel allergy. These both events are anticipated in the reference safety information for essure. Changes in bleeding pattern, including unscheduled and heavy bleedings, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this particular case, the event occurred after device insertion; therefore, a causal relationship with essure cannot be excluded. This case was regarded as incident, since intervention was required (unspecified pelvic surgery). Other non-serious events were reported. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / tons of pain / woke up with a lot of pressure in crotch area"), genital haemorrhage ("heavy bleeding / blood clots/bleed all the time") and allergy to metals ("allergic reactions associated with a nickel allergy /too much nickel in body especially since nickel will normally turn things green") in a (B)(6) year-old female patient who had essure (batch no. 968712) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included postpartum depression (she was being treated for this condition. Chief complaint: 6 weeks postpartum on (B)(6) 2012.) On (B)(6) 2012, attention deficit/hyperactivity disorder on (B)(6) 2012, depressive disorder on (B)(6) 2012, mononucleosis on (B)(6) 2012, pneumonia on (B)(6) 2012, fever on (B)(6) 2012, sexually transmitted disease on (B)(6) 2012, knee operation on (B)(6) 2012, alcohol use on (B)(6) 2012, excessive exercise (amount of exercise (4 or more times weekly);) on (B)(6) 2012, sexually transmitted disease (history of std; multiple sexual) on (B)(6) 2012, depressed mood on (B)(6) 2012, feeling sad (the symptoms have been present for 2 weeks and are described as moderate in severity.) On (B)(6) 2012, tired all the time on (B)(6) 2012, depressed mood (the symptoms have been present for 2 weeks and are described as moderate in severity.) On (B)(6) 2012, tearfulness (the symptoms have been present for 2 weeks and are described as moderate in severity.) On (B)(6) 2012, penicillin allergy on (B)(6) 2012 and multi gravida. She denies a recent life crisis. It was reported that partners; no history of abuse; single; uses seat belts. Previously administered products included for an unreported indication: prenatal vitamins on (B)(6) 2012 and prozac on (B)(6) 2012. Concurrent conditions included parity 3 (total number of pregnancies: 3 total number of live births: 3 date of births: (B)(6) 2005, (B)(6) 2010, (B)(6) 2012. Predisposing factors include: birth of a child 1 month ago.). Family history included arthritis (grandmother ( maternal), grandmother ( paternal)) on (B)(6) 2012, cancer (grandmother ( maternal) grandmother ( paternal)) on (B)(6) 2012, depressive disorder (aunt!, father!) On (B)(6) 2012, essential hypertension (aunt, grandfather ( maternal), grandmother ( maternal), mother, uncle) on (B)(6) 2012, kidney calculus (father, sister) on (B)(6) 2012 and kidney infection (father, sister) on (B)(6) 2012. Concomitant products included obetrol (adderall) since 2006 for adhd. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), allergy to metals (seriousness criteria medically significant and intervention required) and menstruation irregular ("irregular periods"). On (B)(6) 2013, 1 year 1 month after insertion of essure, the patient experienced headache ("migraines / headaches") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) menorrhagia coded elsewhere"). On (B)(6) 2013, the patient experienced weight increased ("weight gain"), mood swings ("hormonal changes-mood swings") and vaginal discharge ("vaginal discharge"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced feeling jittery ("flutter"), abdominal pain lower ("lower right abdomen (ovary area) and pelvic pain (constant, severe)"), ovarian cyst ("cysts on her ovaries"), the first episode of depression ("depression"), hypersensitivity ("allergic reactions"), obesity ("morbidly obese"), gallbladder disorder ("gallbladder"), feeling abnormal ("went through hell"), hypertension ("high bp"), peripheral swelling ("fingers are so swollen"), skin discomfort ("don¿t feel comfortable in her own skin"), emotional disorder ("emotional"), rectal discharge ("weird noise while peeing and then mucous plug type discharge followed by tons of faint yellow clear mucous"), bladder disorder ("tighten up bladder while they are in there"), weight decreased ("down 6 lbs/loosing weight"), malaise ("so sick"), the second episode of depression ("more depressed"), decreased appetite ("appetite smelly and green"), abdominal distension ("bloating"), hypoaesthesia ("arms, hands, legs and feet all go numb"), gingival bleeding ("gums will just start bleeding"), adnexa uteri pain ("ovary area pain") and menorrhagia ("menorrhagia"). The patient was treated with antidepressants, surgery (underwent hysterectomy (full) and , bilateral salpingectomy), surgery (pelvic surgery), surgery (hysterectomy (full) and , salpingectomy (bilateral of fallopian tubes was performed on (B)(6) 2014) and surgery (gallblader removal on (B)(6) 2016). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, headache and dysmenorrhoea had resolved, the allergy to metals was resolving, the feeling jittery, menstruation irregular, weight increased, mood swings, vaginal haemorrhage, vaginal discharge, abdominal pain lower, hypersensitivity, obesity, gallbladder disorder, feeling abnormal, hypertension, peripheral swelling, skin discomfort, emotional disorder, rectal discharge, bladder disorder, weight decreased, malaise, the last episode of depression, decreased appetite, abdominal distension, hypoaesthesia, gingival bleeding, adnexa uteri pain and menorrhagia outcome was unknown and the ovarian cyst had not resolved. The reporter considered abdominal distension, abdominal pain lower, adnexa uteri pain, allergy to metals, bladder disorder, decreased appetite, dysmenorrhoea, emotional disorder, feeling abnormal, feeling jittery, gallbladder disorder, genital haemorrhage, gingival bleeding, headache, hypersensitivity, hypertension, hypoaesthesia, malaise, menorrhagia, menstruation irregular, mood swings, obesity, ovarian cyst, pelvic pain, peripheral swelling, rectal discharge, skin discomfort, vaginal discharge, vaginal haemorrhage, weight decreased, weight increased, the first episode of depression and the second episode of depression to be related to essure. The reporter commented: she took metal poisoning supplements and gastric sleeve diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. Blood pressure diastolic - on (B)(6) 2013: 88 mmhg hysterosalpingogram - on (B)(6) 2012: normal endometrial cavity. Approximate weight at the time of essure placement: (B)(6) lbs. On (B)(6) 2012, she had essure confirmation test, hysterosalpingogram (hsg),and result was total bilateral occlusion provided on (B)(6) 2012. It was reported that healthcare provider tell that full blockage. It was reported that reproductive history: age menarche- (B)(6). On (B)(6) 2012, urine pregnancy test; a urine pregnancy test was performed today and the result was negative. On (B)(6) 2012 chief complaint of annual gyn exam, annual pap smear. It was reported that robotic hysterectomy with bilateral salpingectomies was performed and result was found that a boggy uterus with prolapse to the introitus with gentle traction. Grossly normal ovaries. Concerning the injuries reported in this case, the following one/ ones were described in patient¿s medical records: weight increased, hypertension, peripheral swelling, skin discomfort, feeling jittery, emotional disorder, genital haemorrhage, pelvic pain, rectal discharge, bladder disorder, weight decreased, malaise, depression, decreased appetite, abdominal distension, allergy to metals, hypoaesthesia and gingival bleeding. Most recent follow-up information incorporated above includes: on 26-jan-2018: patient's details, medical history, historical drugs, family history, negative history, concomitant drugs, treatment drugs, lab data and unstructured relevant tests were added. She had pelvic pain, feeling jittery, vaginal haemorrhage, dysmenorrhoea, vaginal discharge, abdominal pain lower, ovarian cyst, depression (1 and 2), hypersensitivity, obesity, gallbladder disorder, feeling abnormal, hypertension, peripheral swelling, skin discomfort, emotional disorder, rectal discharge, bladder disorder, weight decreased, malaise, decreased appetite, abdominal distension, hypoaesthesia, gingival bleeding, adnexa uteri pain and menorrhagia.surgery done as treatment. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / tons of pain / woke up with a lot of pressure in crotch area"), allergy to metals ("allergic reactions associated with a nickel allergy /too much nickel in body especially since nickel will normally turn things green") and genital haemorrhage ("heavy bleeding / blood clots/bleed all the time") in a 31-year-old female patient who had essure (batch no. 968712(invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included postpartum depression (she was being treated for this condition. Chief complaint: 6 weeks postpartum on (B)(6) 2012.) On (B)(6) 2012, attention deficit/hyperactivity disorder on (B)(6) 2012, depressive disorder on (B)(6) 2012, mononucleosis on (B)(6) 2012, pneumonia on (B)(6) 2012, rocky mountain spotted fever on (B)(6) 2012, sexually transmitted disease on (B)(6) 2012, knee operation on (B)(6) 2012, alcohol use on (B)(6) 2012, excessive exercise (amount of exercise (4 or more times weekly);) on (B)(6) 2012, sexually transmitted disease (history of std; multiple sexual) on (B)(6) 2012, depressed mood on (B)(6) 2012, feeling sad (the symptoms have been present for 2 weeks and are described as moderate in severity.) On (B)(6)2012, tired all the time on (B)(6) 2012, depressed mood (the symptoms have been present for 2 weeks and are described as moderate in severity.) On (B)(6) 2012, tearfulness (the symptoms have been present for 2 weeks and are described as moderate in severity.) On (B)(6) 2012, penicillin allergy on (B)(6) 2012, multi gravida, morbid obesity and gallbladder removal. She denies a recent life crisis. It was reported that partners; no history of abuse; single; uses seat belts. Previously administered products included for an unreported indication: prenatal vitamins on (B)(6) 2012 and prozac on (B)(6) 2012. Concurrent conditions included parity 3 (total number of pregnancies: 3 . Total number of live births: 3. Date of births: (B)(6) 2005, (B)(6) 2010, (B)(6) 2012. Predisposing factors include: birth of a child 1 month ago.) And body mass index normal. Family history included arthritis (grandmother ( maternal), grandmother ( paternal)) on (B)(6) 2012, cancer (grandmother ( maternal) grandmother ( paternal)) on (B)(6) 2012, depressive disorder (aunt!, father!) On (B)(6)2012, essential hypertension (aunt, grandfather ( maternal), grandmother ( maternal), mother, uncle) on (B)(6) 2012, kidney calculus (father, sister) on (B)(6) 2012 and kidney infection (father, sister) on (B)(6) 2012. Concomitant products included obetrol (adderall) since 2006 for adhd. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, 1 year 3 months after insertion of essure, the patient experienced mood swings ("hormonal changes-mood swings"). In (B)(6) 2012, the patient experienced the first episode of weight increased ("weight gain/loss (specfy which one) : gain"). In (B)(6) 2013, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2013, the patient experienced headache ("migraines / headaches"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) menorrhagia coded elsewhere"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced menorrhagia ("menorrhagia"). In 2013, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and menstruation irregular ("irregular periods"). On (B)(6) 2013, the patient experienced the second episode of weight increased ("weight gain"). On an unknown date, the patient experienced feeling jittery ("flutter"), abdominal pain lower ("lower right abdomen (ovary area) and pelvic pain (constant, severe)"), ovarian cyst ("cysts on her ovaries"), the first episode of depression ("depression"), hypersensitivity ("allergic reactions"), obesity ("morbidly obese"), gallbladder disorder ("gallbladder"), feeling abnormal ("went through hell"), hypertension ("high bp"), peripheral swelling ("fingers are so swollen"), skin discomfort ("don¿t feel comfortable in her own skin"), emotional disorder ("emotional"), rectal discharge ("weird noise while peeing and then mucous plug type discharge followed by tons of faint yellow clear mucous"), bladder discomfort ("tighten up bladder while they are in there"), weight decreased ("down 6 lbs/loosing weight"), malaise ("so sick"), the second episode of depression ("more depressed"), decreased appetite ("appetite smelly and green"), abdominal distension ("bloating"), hypoaesthesia ("arms, hands, legs and feet all go numb"), gingival bleeding ("gums will just start bleeding") and adnexa uteri pain ("ovary area pain"). The patient was treated with antidepressants, surgery (underwent hysterectomy (full) and , bilateral salpingectomy), surgery (pelvic surgery), surgery (hysterectomy (full) and , salpingectomy (bilateral of fallopian tubes was performed on (B)(6) 2014) and surgery (gallblader removal on (B)(6) 2016). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, migraine, dysmenorrhoea and headache had resolved, the allergy to metals and hypersensitivity was resolving, the feeling jittery, menstruation irregular, the last episode of weight increased, mood swings, vaginal haemorrhage, vaginal discharge, abdominal pain lower, obesity, gallbladder disorder, feeling abnormal, hypertension, peripheral swelling, skin discomfort, emotional disorder, rectal discharge, bladder discomfort, weight decreased, malaise, the last episode of depression, decreased appetite, abdominal distension, hypoaesthesia, gingival bleeding, adnexa uteri pain and menorrhagia outcome was unknown and the ovarian cyst had not resolved. The reporter considered abdominal distension, abdominal pain lower, adnexa uteri pain, allergy to metals, bladder discomfort, decreased appetite, dysmenorrhoea, emotional disorder, feeling abnormal, feeling jittery, gallbladder disorder, genital haemorrhage, gingival bleeding, headache, hypersensitivity, hypertension, hypoaesthesia, malaise, menorrhagia, menstruation irregular, migraine, mood swings, obesity, ovarian cyst, pelvic pain, peripheral swelling, rectal discharge, skin discomfort, vaginal discharge, vaginal haemorrhage, weight decreased, the first episode of depression, the first episode of weight increased, the second episode of depression and the second episode of weight increased to be related to essure. The reporter commented: she took metal poisoning supplements and gastric sleeve diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. Blood pressure diastolic - on (B)(6) 2013: 88 mmhg hysterosalpingogram - on (B)(6) 2012: normal endometrial cavity. Approximate weight at the time of essure placement: 209 lbs. On (B)(6)2012, she had essure confirmation test, hysterosalpingogram (hsg),and result was total bilateral occlusion provided on (B)(6) 2012. It was reported that healthcare provider tell that full blockage. It was reported that reproductive history: age menarche- 13. On (B)(6) 2012, urine pregnancy test; a urine pregnancy test was performed today and the result was negative. On (B)(6) 2012 chief complaint of annual gyn exam, annual pap smear. It was reported that robotic hysterectomy with bilateral salpingectomies was performed and result was found that a boggy uterus with prolapse to the introitus with gentle traction. Grossly normal ovaries. Concerning the injuries reported in this case, the following one/ ones were described in patient¿s medical records: weight increased, hypertension, peripheral swelling, skin discomfort, feeling jittery, emotional disorder, genital haemorrhage, pelvic pain, rectal discharge, bladder disorder, weight decreased, malaise, depression, decreased appetite, abdominal distension, allergy to metals, hypoaesthesia and gingival bleeding. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received events- allergic reactions outcome were updated. Historical condition were added. Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / tons of pain / woke up with a lot of pressure in crotch area"), genital haemorrhage ("heavy bleeding / blood clots/bleed all the time") and allergy to metals ("allergic reactions associated with a nickel allergy /too much nickel in body especially since nickel will normally turn things green") in a 31-year-old female patient who had essure (batch no. 968712) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included postpartum depression (she was being treated for this condition. Chief complaint: 6 weeks postpartum on (B)(6) 2012.) On (B)(6) 2012, attention deficit/hyperactivity disorder on (B)(6) 2012, depressive disorder on (B)(6) 2012, mononucleosis on (B)(6) 2012, pneumonia on (B)(6) 2012, rocky mountain spotted fever on (B)(6) 2012, sexually transmitted disease on (B)(6) 2012, knee operation on (B)(6) 2012, alcohol use on (B)(6) 2012, excessive exercise (amount of exercise (4 or more times weekly);) on (B)(6) 2012, sexually transmitted disease (history of std; multiple sexual) on (B)(6) 2012, depressed mood on (B)(6) 2012, feeling sad (the symptoms have been present for 2 weeks and are described as moderate in severity.) On (B)(6) 2012, tired all the time on (B)(6) 2012, depressed mood (the symptoms have been present for 2 weeks and are described as moderate in severity.) On (B)(6) 2012, tearfulness (the symptoms have been present for 2 weeks and are described as moderate in severity.) On (B)(6) 2012, penicillin allergy on (B)(6) 2012 and multi gravida. She denies a recent life crisis. It was reported that partners; no history of abuse; single; uses seat belts. Previously administered products included for an unreported indication: prenatal vitamins on (B)(6) 2012 and prozac on (B)(6) 2012. Concurrent conditions included parity 3 (total number of pregnancies: 3 total number of live births: 3 date of births: (B)(6) 2005, (B)(6) 2010, (B)(6) 2012 predisposing factors include: birth of a child 1 month ago.). Family history included arthritis (grandmother ( maternal), grandmother ( paternal)) on 20-aug-2012, cancer (grandmother ( maternal) grandmother ( paternal)) on (B)(6) 2012, depressive disorder (aunt!, father!) On (B)(6) 2012, essential hypertension (aunt, grandfather ( maternal), grandmother ( maternal), mother, uncle) on (B)(6) 2012, kidney calculus (father, sister) on (B)(6) 2012 and kidney infection (father, sister) on (B)(6) 2012. Concomitant products included obetrol (adderall) since 2006 for adhd. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, 1 year 3 months after insertion of essure, the patient experienced mood swings ("hormonal changes-mood swings"). In (B)(6) 2012, the patient experienced the first episode of weight increased ("weight gain/loss (specfy which one) : gain"). In (B)(6) 2013, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2013, the patient experienced headache ("migraines / headaches"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In march 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) menorrhagia coded elsewhere"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), allergy to metals (seriousness criteria medically significant and intervention required) and menstruation irregular ("irregular periods"). On (B)(6) 2013, the patient experienced the second episode of weight increased ("weight gain"). On an unknown date, the patient experienced feeling jittery ("flutter"), abdominal pain lower ("lower right abdomen (ovary area) and pelvic pain (constant, severe)"), ovarian cyst ("cysts on her ovaries"), the first episode of depression ("depression"), hypersensitivity ("allergic reactions"), obesity ("morbidly obese"), gallbladder disorder ("gallbladder"), feeling abnormal ("went through hell"), hypertension ("high bp"), peripheral swelling ("fingers are so swollen"), skin discomfort ("don¿t feel comfortable in her own skin"), emotional disorder ("emotional"), rectal discharge ("weird noise while peeing and then mucous plug type discharge followed by tons of faint yellow clear mucous"), bladder discomfort ("tighten up bladder while they are in there"), weight decreased ("down 6 lbs/loosing weight"), malaise ("so sick"), the second episode of depression ("more depressed"), decreased appetite ("appetite smelly and green"), abdominal distension ("bloating"), hypoaesthesia ("arms, hands, legs and feet all go numb"), gingival bleeding ("gums will just start bleeding"), adnexa uteri pain ("ovary area pain") and menorrhagia ("menorrhagia"). The patient was treated with antidepressants, surgery (underwent hysterectomy (full) and , bilateral salpingectomy), surgery (pelvic surgery), surgery (hysterectomy (full) and , salpingectomy (bilateral of fallopian tubes was performed on (B)(6) 2014) and surgery (gallblader removal on (B)(6) 2016). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, migraine, dysmenorrhoea and headache had resolved, the allergy to metals was resolving, the feeling jittery, menstruation irregular, the last episode of weight increased, mood swings, vaginal haemorrhage, vaginal discharge, abdominal pain lower, hypersensitivity, obesity, gallbladder disorder, feeling abnormal, hypertension, peripheral swelling, skin discomfort, emotional disorder, rectal discharge, bladder discomfort, weight decreased, malaise, the last episode of depression, decreased appetite, abdominal distension, hypoaesthesia, gingival bleeding, adnexa uteri pain and menorrhagia outcome was unknown and the ovarian cyst had not resolved. The reporter considered abdominal distension, abdominal pain lower, adnexa uteri pain, allergy to metals, bladder discomfort, decreased appetite, dysmenorrhoea, emotional disorder, feeling abnormal, feeling jittery, gallbladder disorder, genital haemorrhage, gingival bleeding, headache, hypersensitivity, hypertension, hypoaesthesia, malaise, menorrhagia, menstruation irregular, migraine, mood swings, obesity, ovarian cyst, pelvic pain, peripheral swelling, rectal discharge, skin discomfort, vaginal discharge, vaginal haemorrhage, weight decreased, the first episode of depression, the first episode of weight increased, the second episode of depression and the second episode of weight increased to be related to essure. The reporter commented: she took metal poisoning supplements and gastric sleeve diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. Blood pressure diastolic - on (B)(6) 2013: 88 mmhg hysterosalpingogram - on (B)(6) 2012: normal endometrial cavity. Approximate weight at the time of essure placement: 209 lbs. On (B)(6) 2012, she had essure confirmation test, hysterosalpingogram (hsg),and result was total bilateral occlusion provided on (B)(6) 2012. It was reported that healthcare provider tell that full blockage. It was reported that reproductive history: age menarche- 13. On (B)(6) 2012, urine pregnancy test; a urine pregnancy test was performed today and the result was negative. On (B)(6) 2012 chief complaint of annual gyn exam, annual pap smear. It was reported that robotic hysterectomy with bilateral salpingectomies was performed and result was found that a boggy uterus with prolapse to the introitus with gentle traction. Grossly normal ovaries. Concerning the injuries reported in this case, the following one/ ones were described in patient¿s medical records: weight increased, hypertension, peripheral swelling, skin discomfort, feeling jittery, emotional disorder, genital haemorrhage, pelvic pain, rectal discharge, bladder disorder, weight decreased, malaise, depression, decreased appetite, abdominal distension, allergy to metals, hypoaesthesia and gingival bleeding. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received : event headaches and weight gain/loss (specfy which one) : gain was added. Onset of events "migraines, dysmenorrhea (cramping), abnormal bleeding (vaginal manorrhagia), vaginal discharge, pain (pelvic pain) and hormonal changes: mood swings was updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.